Event description:
This device was implanted (B)(6) 2009 and was abandoned on (B)(6) 2012 due to an unknown reason. This is considered off-label. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).